Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. No further information was available. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed the dates from (B)(6) 2014. Two low battery warnings were observed in the black box and multiple low battery warnings observed in alarm history. The pump powered on with returned battery cap. The battery cap was not able to fully tighten to the pump due to damage to the threads, however, a power loss was not observed during testing. There was evidence of moisture contamination on underside of battery cap. A battery compartment was found to be cracked. A leak test was performed and showed a leak at the battery compartment crack. During testing, the pump¿s current draws were found to be within specifications. The pump opened and no evidence of additional moisture or loose components was found inside the pump. The battery life issue and frequency of alarms was observed in the history but was not able to be duplicated during investigation. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. Also unrelated to the complaint, the audio bolus button cover was observed to be torn, however the audio bolus button responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Additional evaluation codes: results codes - 416, 859

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.